Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further one channel migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reports worsening hearing impression and speech understanding. The implant check revealed that the device is no longer functioning according to specification. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports worsening hearing impression and speech understanding. The implant check revealed that the device is no longer functioning according to specification. Further actions have not yet been planned.

Event description:
The user reports worsening hearing impression and speech understanding. The implant check revealed that the device is no longer functioning according to specification. Further actions have not yet been planned.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. Further one channel migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.